Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that about a month ago the patient felt like the implant was moving. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that about a month ago the patient felt like the implant was moving. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.